Event description:
Siemens was notified on (B)(6) 2012 that the txt table drops sporadically during vertical movement. Reportedly, one incident noted the fall was about 5cm and no interlocks initiated at that moment on the console. There is no report of injury to a patient. This reported issue occurred in (B)(6).

Manufacturer narrative:
Siemen¿s investigation into the reported incident is on-going. A supplemental report will be sent to the FDA upon completion of the investigation. (B)(6).